Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement on the ilet, blood glucose rose to approximately 330 mg/dl and remained above range for about two hours before device-driven correction dosing reduced glucose to 199 mg/dl and trending down. Symptoms included hyperglycemia without acute complications. Outcomes included no need for backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding avoiding additional announcements to prevent insulin stacking and allowing the system to deliver automatic corrections, as well as guidance that future meal announcements would adjust based on recent hyperglycemia. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.